Event description:
It was reported the handpiece was being used in a total laparoscopic hysterectomy with the gen11 generator and the handpiece received several handpiece errors and generator errors during the case. The handpiece was swapped with a second handpiece and the case was completed with no consequence to the patient. No device will be returned. Patient's information was requested but little was provided.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent